Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to verify the issue. The issue was duplicated once. The issue seems to be intermittent. The therapy pcb assembly was replaced as a preventative measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause likely was due to the therapy pcb assembly, however, a conclusive cause could not be determined.

Event description:
The customer contacted stryker to report that their device when attempting to charge for defibrillation made a high-pitched sound and did not charge. It did this a second time but on the third try the device worked. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.